Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for right ventricular (rv) lead and right atrial (ra) lead impedances out of range. It was stated that the ra is not a boston scientific product. Noise was also seen on the ra channel. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.